Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. The initial accu tni result was 11.61ng/ml. The accu tni result was not reported out of the lab. The customer questioned the initial result as it did not correlate with the patient's previous results. The customer re-tested the original sample for accu tni. The repeated accu tni result of 0.06ng/ml was reported out of the lab. The customer re-tested the original sample for accu tni once more and the result was 0.07ng/ml. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. System checks conducted on 07/09/06 and 07/17/06 passed. The sample was collected in a plastic vacuette, without gel tube and centrifuged at 4,000 rcf for 10 minutes. The specimen was sampled from the original tube. A field service engineer (fse) was dispatched to the customer lab. The fse noted a build-up of salt on an aspirate probe. The fse performed a preventive maintenance (pm) to the instrument. The fse replaced wash carousel plate and stepper motor board. The fse conducted diagnostic testing and results passed within specifications. The fse verified that the instrument was operating per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.